Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval has not yet been completed. This report will be supplemented once the eval results become available. According to the device's service history, the referenced device was last serviced on (B)(6) 2013 during which the eval found that the distal end cover was cracked and the nozzle was clogged. Additionally, peeling was observed on the light guide tube. The device was repaired and returned to the facility. Please also cross reference 8010047-2013-00220, and 8010047-2013-00222.

Event description:
Olympus was informed via legal correspondence that the pt died after undergoing a colonoscopy procedure on (B)(6) 2013 at (B)(6) gastroenterology specialists in (B)(6). No further info available at this time.